Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that there was no power to the system. Upon troubleshooting rse found the problem was on the ups not on the system and the cause of the problem was one of the battery packs in the ups had a capacitor ruptured. The batteries in the ups were replaced by the ups engineer and connected the ups on bypass and system was able to get system back up. At the time this complaint was received, philips did not have enough information to exclude that a device malfunction had the potential for death or serious injury on recurrence, and as such the complaint was reported. Ups power failures or outages may occur that can cause the azurion system to not boot up. Ups failure is considered as a localized power failure that is not caused by the device. Since the malfunction of an external ups power source would not be considered a device malfunction of the azurion system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that there was no power to the system. No harm has been reported to philips. Philips has started an investigation of this complaint.